Manufacturer narrative:
(B)(4). The device wa returned to baxter and an evaluation was performed. During the evaluation the unit falsely alarmed for air in line during a test for upstream occlusion detection. The unit passed additional testing for upstream occlusion detection. Unit was reworked and tested to ensure accurate occlusion detection.

Event description:
It was found during a baxter evaluation that a pump alarmed for air in line when none was present. The alarm occurred during a test for upstream occlusion detection when an upstream occlusion was present. There was no patient injury.